Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a hole in the circuit. The device was operated under anesthesia. There was no patient involvement, no patient injury was reported.